Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 50ml ll experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: when aspirating medication into the syringe, the drug is sucked through the seal of the piston, and even externalised (presence of droplets in the body of the syringe). Clinical consequences: none.

Event description:
It was reported that an unspecified number of syringe 50ml ll experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: when aspirating medication into the syringe, the drug is sucked through the seal of the piston, and even externalised (presence of droplets in the body of the syringe). Clinical consequences: none.

Manufacturer narrative:
H.6. Investigation: one used sample was received for evaluation by our quality engineer. Through visual inspection of the sample, a leak was observed between the stopper ribs. The product was disassembled for further inspection, there was no damage noted in the plunger rod or other components that could have caused a leak. A device history review was performed for the reported lot 1904245, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1904245 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time.